Manufacturer narrative:
Results: the catrx was kinked approximately 109.0 cm from the hub. There was no visible damage to the guide wire lumen. Conclusions: evaluation of the returned catrx revealed that the catheter was kinked. If the catrx is forcefully advanced against resistance, damage such as a kink may occur. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. During the functional test, resistance was encountered due to the kink in the catrx while advancing the catheter completely through a demonstration benchmark with a guide inside the catrx guidewire lumen. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that additional information was provided on 01 jul 2020, as this complaint was submitted to the FDA by the user facility with the following reference number: 0500770000-2020-8020. Please note that the following section has been updated accordingly: section g. Box 3. Report source (check all that apply) please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report:(B)(4) . 1. Section a. Box 2. Age at time of event/age unit 2. Section a. Box 2. Date of birth h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, a non-penumbra sheath, and wires. During the procedure, the physician placed the sheath in the femoral artery and the guide catheter in the ostia of the left main coronary artery. Next, while attempting to advance the catrx over two wires and into the rotating hemostasis valve (rhv) of the guide catheter, the catrx would not advance; subsequently, one of the wires was removed. The physician then attempted to re-advance the catrx but experienced resistance, and the catrx would not advance further than 10 cm into the guide catheter; therefore, the catrx was removed. The procedure was completed using another aspiration catheter, the same guide catheter and sheath. There was no report of an adverse effect to the patient.